Event description:
It was reported that the calibration failed 3 times, error code 80 (water check time out - unable to reach calibration temperature) and 82 (water check time out - other condition) in an arctic sun device. Per follow up information received via email on 16oct2024, the device would be repaired at crs depot. No patient involvement. Per sample evaluation received via task on 06dec2024, it was reported that the 2 valves from the fluid delivery line (fdl) were damaged and leaking in an arctic sun device. Temperature in rusch cable damaged. Temperature in nellcore cable damaged. Flow rate at 2.2 liters/minute and the inlet pressure was fluctuating too much. Circulation pump not performing correctly. Mixing pump not performing correctly.

Manufacturer narrative:
The reported issue was confirmed. The root cause was not able to be isolated. Baw2800548 rev 2 and baw2800424 rev 2 were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the calibration failed 3 times, error code 80 (water check time out - unable to reach calibration temperature) and 82 (water check time out - other condition) in an arctic sun device. Per follow up information received via email on 16oct2024, the device would be repaired at crs depot. No patient involvement. Per sample evaluation received via task on 06dec2024, it was reported that the 2 valves from the fluid delivery line (fdl) were damaged and leaking in an arctic sun device. Temperature in rusch cable damaged. Temperature in nellcore cable damaged. Flow rate at 2.2 liters/minute and the inlet pressure was fluctuating too much. Circulation pump not performing correctly. Mixing pump not performing correctly.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. The complete initial reporter phone number is (B)(6). H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.